Event description:
It was reported that the customer was unable to prime her insulin pump. Her blood glucose level went up to 600 mg/dl. She treated her blood glucose level with a manual injection. The customer received a no delivery alarm. While troubleshooting a one centimeter gap in the tubing for air was found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.